Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated at a recent follow-up. Multiple troubleshooting options were attempted with no success. The patient reported previously hearing tones from the device, however this could not be reproduced, even upon magnet application. The patient left the physician's office with a life vest as the device could not be interrogated, and will return for a follow-up at a later date. No adverse patient effects were reported.

Event description:
Additional information was received that this device was recently explanted and replaced. After the device was explanted, telemetry could still not be established, however no visual anomalies to the device header or casing were noted. No adverse patient effects other than the procedure were reported.

Event description:
Additional information was received that at a second follow-up, the device once again could not be interrogated. Additionally, no tones could be noted upon magnet application. It was determined the device would be replaced in the near future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was explanted and will be returned for analysis. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The device will be replaced in the near future, however, currently remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. The device had no telemetry upon return. The device case was opened. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a high current condition was observed. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly on one of the component layers (gate oxide) within an integrated circuit. This anomaly causes a high current drain, which over time resulted in the reported clinical observation.